Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this lead placed in the left bundle branch (lbb) dislodged overnight after it was implanted. The physician chose not to reuse the lbb lead and it was explanted. Another lead was implanted to complete the procedure. This lead has been returned and analysis performed. No additional adverse patient effects were reported.

Event description:
It was reported that this lead placed in the left bundle branch (lbb) dislodged overnight after it was implanted. The physician chose not to reuse the lbb lead and it was explanted. Another lead was implanted to complete the procedure. This lead has not been returned. No additional adverse patient effects were reported.